Event description:
Boston scientific received information that in all pacing configurations, this left ventricular (lv) lead exhibited loss of capture (loc) at maximum pacing outputs. A chest x-ray was done which showed the lv lead had pulled back into the main body of the coronary sinus. Due to the dislodgment, a lead revision procedure was performed and the physician explanted this lv lead and implanted a new lv lead in a different target branch. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough evaluation of the lead was performed. Visual inspection notes that the complete lead was returned. There was dried blood/body fluid noted in the lead lumen. The lead passed testing related to electrical performance and integrity. The lead did not pass the guidewire insertion test, likely due to the dried fluid noted in the lumen. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.